Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) with ketones of 6.4 mmol/l while wearing the pod on the leg for between 37 and 48 hours. The patient noted while looking through the viewing window, the cannula was bent and the adhesive failed to adhere. The pod was worn during the time of the hospital visit. The patient was treated with fluid and insulin intravenously. The patient was discharged the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.